Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2022 medical treatment was sought. Based on the information received, aso opted to file an MDR. Aso could not notify manufactured of the product as this particular product lot was manufactured in 2010, and is pass the 7 years record retention policy, so no manufacturer records or retained samples are available physically from the manufacturer for evaluation. Also aso does not conduct business currently with the aforementioned manufacturer. As of 05/06/2022 unused returned product and preshipment documentation were reviewed by aso qa lab, with no issues or deviations noted. In addition, aso has reviewed records of biocompatibility tests and latex screening. Refer to section of this report for further details.

Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that she used the product to cover where she had surgery. Consumer states that she got an itchy, painful reaction in the exact outline of the pad. On completed cir received from consumer on (B)(6) 2022 she stated that the incision was fine but she had swollen, irritated, blistered skin in the area where she had applied the pad. She added that she returned to the surgeon who advised her to use hydrocortisone cream. She added that the redness has mostly disappeared but some remains and is still itchy.